Event description:
As reported: "the customer was using the guidewire handle, and hitting on it. Suddenly it breaks, and can not be used anymore." The surgeon needed a new guide wire handle, so they had to find a new one in another kit from another supplier. Approx. 15 min. Delay. All debris was removed. The handle broke in two. Clean cut.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was returned for evaluation. Please also note the corrections to d4 lot # and h6 method code. The reported event could be confirmed, since the handle is broken as complained. The device inspection revealed the following: the visual inspection has shown that a fragment of the handle broken off, the fragment is still screwed into the also received adjustment wheel. The fragment was almost completely screwed into the wheel, this deep position could be an indication for a very high pre-load that was applied to hold the wire in the tensioned position. The fracture face at the fragment has the typical view of a brittle overload fracture, there are no indications, like blowholes or embeddings, for any material issue. Also at the outside of the fracture zone are no damages, like nicks or dents, visible. During the evaluation it was possible to reassemble the instrument. The pieces could be put back together in perfect alignment, which is also a typical sign of a brittle overload fracture. The lever could be pulled up and down with the clamping mechanism moving back and forth, but the device would not pass a functional test with a wire under pressure as just a few thread flanks hold the broken end in place. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected, therefore the root cause can attributed to a use related issue. Most likely was a very high pre-load applied onto the device to hold the wire, the load was that high, that the in the complaint description mentioned hammer blow did lead to a sudden stress rupture of the handle. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the customer was using the guidewire handle, and hitting on it. Suddenly it breaks, and can not be used anymore". The surgeon needed a new guide wire handle, so they had to find a new one in another kit from another supplier. Approx. 15 min. Delay. All debris was removed. The handle broke in two. Clean cut.